Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging that the patient has nosebleed by the device, continuous headache, many issues with breathing, cough and the device's power cord was not working. There was no serious patient harm or injury. The patient required no medical intervention. The device was returned to the manufacturer service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was recertified, software was upgraded, and the error log was cleared. The listed components were replaced, and the device passed the final tests. The device was visually inspected and there was no evidence of foam degradation; neither were any foam particles visible.